Event description:
It was reported that the needle of the device broke off in the patient during the procedure. There was no attempt to remove the device material left behind and the procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation: we have evaluated the device. Device was discarded.

Event description:
It was reported that the needle of the device broke off in the patient during the procedure. There was no attempt to remove the device material left behind and the procedure was successfully completed with no adverse consequences to the patient.